Event description:
The reporter stated that pt did back to back blood glucose tests, within 10 minutes, using the same finger stick. Pt's results were 216, 226, and 152mg/dl. Pt stated that pt was light-headed and ached behind pt's eyes. A control solution test was in range, 123 (92-138). No harm was alleged.